Manufacturer narrative:
On 17-sep-2025, a customer contacted baxter technical service to report that an operating table column ts7500 mobius (product code 1704695, serial number (B)(6)) had an issue. During a case, customer stated column lost all power with patient halfway in scanner. There was no patient/user injury, medical intervention, symptom, or adverse event reported. During the inspection, the service technician identified a loose ribbon cable of the column keypad, which was suggesting the power failure of the column. The loose ribbon cable only caused the column keypad to not work. The log file review identified a temporary error of the radio module which is responsible for the communication from the remote control to the electronics of the column. However, the column had still power in the background. Based on two separate failures for both control units at the same time the customer experienced a total loss of function and no power on the column. The temporarily failure could have been resolved by a reset of the column which is described within the user manual. In this case, the remote control could have been used again to operate the device. The service technician replaced the column keypad and the device was working as intended after this repair. Based on this, no further actions are required.

Event description:
Baxter received a report stating that ts7500 column lost all power with a patient halfway in scanner. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that ts7500 column lost all power with a patient halfway in scanner. No harm or significant impact to the surgical procedure was reported.